Event description:
It was reported the pump would not power on. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided. Customer reverted to an alternate method of insulin delivery.